Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with back pain and underwent kyphoplasty surgery. During surgery, the cement got extravasated. The cement was doughy and homogeneous prior to delivery into the patient. Asymptomatic embolism was detected during operation. The cement was used in the cement. There were no patient symptoms or complications as a result of this event.